Event description:
It was reported by the patient's son that his mother received inappropriate shocks from this lead. The lead was replaced. No further patient complications were reported as a result of this event. A (B) (6) further alleged that the patient "experienced thirty-four inappropriate and/or excessive shocks due to the fracture".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.